Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a bent IV needle with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that prior to use it was noticed that the device was partially activated, but not fully retracted with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: prior to use, the phlebotomist noticed that the device was partially activated, but had not fully retracted, due to the fact that the needle itself was completely bent and mangled, and was actually hooked to the side of the device, which would not allow the needle to fully retract in to the housing. Pictures were provided by the customer, and luckily, the product was not manipulated or used in any way.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was noticed that the device was partially activated, but not fully retracted with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: prior to use, the phlebotomist noticed that the device was partially activated, but had not fully retracted, due to the fact that the needle itself was completely bent and mangled, and was actually hooked to the side of the device, which would not allow the needle to fully retract in to the housing. Pictures were provided by the customer, and luckily, the product was not manipulated or used in any way.